Event description:
Per the clinic, the patient experienced an extrusion of the electrode, an infection at the implant site and a skin flap necrosis (specific dates not reported). Subsequently, the patient underwent a revision surgery under general anesthesia on (B)(6) 2017, to remove the infection and to reposition the device and was administered with oral antibiotics (specific date and duration not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.